Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing shocking and his scs ipg moving in the pocket after a recent fall. Surgical intervention may be taken to address the issue.

Event description:
Follow-up information obtained identified the patient had his scs ipg explanted and replaced. Additional follow-up identified the patient is well and no longer experiencing any shocking.